Manufacturer narrative:
Investigation pending.

Event description:
The caller (patient self tester) alleged a variance between inratio inr results. She was concerned about the unexpected low result she observed (B)(6).

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets accuracy criteria. The customer's complaint was not replicated. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot met release specifications. The customer did not provide a reference value for comparison. The accuracy of the customer's inratio inr result could not be determined without additional information. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.